Event description:
Hospital reported the pt had an adhesion with resection of small bowel, wound healing difficulties and chronic pain after surgery. Mesh was explanted and abdominal reconstruction surgery was performed.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further info is provided a follow up report will be submitted.